Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 24 and 36 hours, the patient felt pain and removed the pod. Upon removal, the patient reported that the hard needle did not retract back into the pod as intended.

Manufacturer narrative:
Linkage assembly was noted to have completed a full rotation and positioned to the right side of the pod. Device received with hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Damage to the slide retract was noted. This caused plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle, causing it to become unseated during deployment. No other damages or defects noted. Data downloaded from contained a very brief timeout the self corrected well before the completion of the run.